Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 111. H6: investigation conclusions code was added: 25. H10: narrative/data was updated. Zimvie did not receive the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and five other complaints were identified. The customer did submit images for the reported event. Images show the five reported crack green caps. The failure mode of fractured caps on the tsv, tm, 3.1, and tsx packaging is found to be a delayed defect occurring at random outside zimvie's control. Following the supply chain of components, production, and transportation to multiple zimvie sites and eventual distribution across the world, there was no commonality between the lots that resulted in units with fractured caps and lots that yielded no fractured caps. The most probable conclusion is that the external factors such as temperature during transportation are contributing factors to the stress on the cap. This is an ongoing issue which is currently being monitored. A CAPA has been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, reported malfunction did occur, and the reported event was confirmed.

Event description:
It was reported that when the implant container was removed from the case, there was a crack in the cap (green). Five implants in total. One of the caps had been completely detached, exposing the implant case inside. The procedure was able to be completed with an implant with undamaged caps.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided g4: additional PMA/510(k) number ¿ k011028 / k013227 customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.